Event description:
Pt reported that the back to back test readings obtained on the ss meter using separate finger sticks were 32, 142 and 148 mg/dl (108% difference). No symptoms were reported. On follow-up, pt confirmed the above info. Meter is not cleaned according to MFR's product recommendations. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. Meter was replaced. There was no allegation of harm.